Event description:
It was reported to boston scientific corporation in 2006, that a ng enteral wallstent was used in a procedure (patient weight is unknown) performed on the same day. During placement, the wallstent deployed too quickly and was lost distally in duodenum (stent location verified redioscopically). The procedure was aborted and rescheduled four days later. Follow-up information received five days later, revealed, the physician successfully implanted a wallflex enteral duodenal stent five days prior. The next day (2006), the patient experienced a cerebral stroke with hemiplegia. No additional information is available about the patient. Note: this report addresses the wallstent device; MFR# 3005099803-2008-3133 addresses wallflex the device.

Manufacturer narrative:
The lot number of the device used is unknown; consequently the device manufacturing and expiration dates are unknown. A failure analysis of the complaint device could not be completed as the device was not returned as the product was disposed. The root cause of the reported malfunction could not be determined. Product not available for analysis.